Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patients personal diabetes manager (pdm) will not turn on. The patients pod was being worn but was deactivated. The patient did not remember how to administer manual shots of insulin. Once at the hospital the patient was given insulin via injection and the patient was assisted in changing the method of insulin delivery to shots until a new pdm could be provided. The patient was discharged from the hospital after 1 hour. The patient reports being able to administer insulin now while awaiting a replacement pdm.